Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective ambient valve assembly. Correction: replaced the defective component.

Event description:
The following was reported to hamilton medical ag: summary: [service software] ambient valve test (power off) fails in service software.